Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient¿s implantable pulse generator (ipg) was done post-radiation therapy and the rate histograms showed invalid data. It was noted that the programmer screen has question marks next to the percent pacing data and the initial interrogation demonstrates a loss of rate histogram diagnostics. The physician who conducted the radiation therapy believed the exposure was within pacemaker recommended guidelines. It was noted that there was normal device function and no reprogramming of any parameters was needed. The ipg remains in use. No patient complications have been reported as a result of this event.